Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately two (2) months after placement due to the patient having a large buccal defect. This MDR is the second of five (5) reports.